Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) had reached a battery status of mol2 (middle of life) after only nine months implanted. The monitoring voltage and charge times indicated possible premature battery depletion. The ICD was replaced.